Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a pump was connected to a cadd administration set which under infused the drug ancep. It was reported the volume was 300, stop 10.8, measured volume 21 and the calculated under infusion was 3.5 percent.no additional information is available at this time.